Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of 670 mg/dl, with an unknown cause. The customer attempted to resolve the issue by changing all supplies. The customer went to the emergency room (ER) where intravenous fluids, insulin, and general lab work were administered in an attempt to resolve the issue. The customer left the ER in stable condition with a bg of 300 mg/dl, however still needed medical attention. The customer was subsequently admitted to the hospital where intravenous fluids, insulin, and general lab work were administered to address the elevated bg. Reportedly, the customer was released from the hospital on (B)(6) 2019 with the issue resolved, and no permanent damage.